Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID: 3037, (B)(4), product type :programmer, patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the shocking was not determined and they were still waiting for the hcp office to call them to set up an appointment. The pain was resolved because the patient hadn't turned it back on since (B)(6) 2017, when it shocked them. The fall was on 2017-08-15 and had nothing to do with the incident, but was the reason it took the patient so long to report.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/ pelvic floor. It was reported that patient recently went on an airplane and turned ins off before security, they further reported that that night they had fresh batteries in their programmer (pp) and went to turn ins back on, and it was shocking them so bad the pain went all the way down their leg. Patient said they immediately tried to turn stimulation off but it took them 30-45 minutes to finally get the stimulation turned off and get it settled down. Patient said they did not recall the symbols they saw on the pp when they were trying to turn stimulation off or decrease intensity. Patient reported that since they came home from their trip, they fell down the steps and had been incapacitated for the past few weeks. Patient was redirected to follow up with the health care provider (hcp) to have the ins interrogated to make sure everything was working properly and that the system had not been damaged from the call. No further patient complications were reported/ anticipated as a result of this event.